Event description:
It was reported that a large volume infusor had black marks on its filter. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 24, 2014 ¿ october 25, 2014. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the stress member. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.